Manufacturer narrative:
(B)(2). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 10.1 mmol/l. The caller stated that the buttons had not been pressed for longer than 3 minutes. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.